Event description:
Customer indicated an accident took place during a surgery. O2 rich environment and pooling of the prep caused flames. Patient was burned.

Manufacturer narrative:
Unfortunately, there was no sample available for evaluation. Also, no lot number was reported, so the DHR (device history record) could not be reviewed. The manufacturing process was reviewed and no problems related to the issue reported were found. At this time we are unable to determined a root cause of the reported problem. However, the solution contains alcohol and is flammable until dry. The product label contains the following, "warning: solution is flammable until dry; do not drape or use ignition source (e.g., electrocautery/laser) until dry; do not allow to pool; remove solution soaked materials." We will continue to monitor for this type of issue.